Manufacturer narrative:
The device was received for evaluation. During functional testing, the device had low audio due to a detached speaker. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be the detached speaker. The rear case will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device was found to have a reduced audio level. No additional information is available.